Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol is 92.5 ml, rate is 2.2 ml/hr, given is 7.50 ml. Patient not affected. No further information available.